Event description:
It was reported that the remote monitor's lights were "blinking." The patient reports unplugging and replugging the monitor back in, but the lights continue to blink. The monitor has sent previsous transmissions. The patient will be sent a new power cord. There were no reported patient complications as a result of this event.

Event description:
It was reported that the remote monitor's lights were "blinking." The patient reports unplugging and replugging the monitor back in, but the lights continue to blink. The monitor has sent previous transmissions. The patient will be sent a new power cord. The monitor has now been returned to the manufacturer. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. When the monitor was powered up all lights were blinking. Analysis also found that the monitor failed interrogation testing due to an integrated circuit component on the printed circuit board.